Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a yellow screen upon interrogation indicating that a magnet was over the device and if there was not to contact technical services (ts). No tones were heard from the device. Ts discussed that this was not normal and recommended deactivating the enable magnet feature and obtain a memory dump for analysis.

Manufacturer narrative:
This follow-up 002 report was not submitted previously. As per request by the FDA on july 9, 2025, follow-up 002 has been resubmitted in an effort to release follow-up 003 from hold status. A data disk was returned for analysis. It was concluded that the magnetic switch did become stuck in the closed position and was stuck for approximately 9 weeks. Based on the battery voltage the device was likely not beeping for this entire period. It was reported that the enable magnet use was programmed off. Since this was done, the device will continue to provide tachyarrhythmia therapy and bradycardia pacing therapy as programmed; however, the remaining device life will be reduced significantly as well as the time between eri and end-of-life (eol) indicators may be shortened. According to the available information, this crt-d is still in service. It was reported after the latest device check that the switch remained stuck closed and that enable magnet use remained programmed off. The device was explanted 45 months later due to normal battery depletion and was replaced with another boston scientific crt-d. The explanted device was returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a yellow screen upon interrogation indicating that a magnet was over the device and if there was not to contact technical services (ts). No tones were heard from the device. Ts discussed that this was not normal and recommended deactivating the enable magnet feature and obtain a memory dump for analysis.

Manufacturer narrative:
Laboratory analysis confirmed that the reed switch was stuck, which caused the erroneous programmer message that there is a magnet present that was observed clinically. Boston scientific has observed similar device behavior, at a low rate of occurrence, and has conducted an investigation to determine the root cause. Our investigation has determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality. To determine if the stuck reed switch impacted the longevity of this device, technicians used an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range.

Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a yellow screen upon interrogation indicating that a magnet was over the device and if there was not to contact technical services (ts). No tones were heard from the device. Ts discussed that this was not normal and recommended deactivating the enable magnet feature and obtain a memory dump for analysis.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a yellow screen upon interrogation indicating that a magnet was over the device and if there was not to contact technical services (ts). No tones were heard from the device. Ts discussed that this was not normal and recommended deactivating the enable magnet feature and obtain a memory dump for analysis.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on july 9, 2025, follow-up 001 has been resubmitted in an effort to release follow-up 003 from hold status. A data disk was returned for analysis. It was concluded that the magnetic switch did become stuck in the closed position and was stuck for approximately 9 weeks. Based on the battery voltage the device was likely not beeping for this entire period. It was reported that the enable magnet use was programmed off. Since this was done, the device will continue to provide tachyarrhythmia therapy and bradycardia pacing therapy as programmed; however, the remaining device life will be reduced significantly as well as the time between eri and end-of-life (eol) indicators may be shortened. According to the available information, this crt-d is still in service. It was reported after the latest device check that the switch remained stuck closed and that enable magnet use remained programmed off. The device was explanted 45 months later due to normal battery depletion and was replaced with another boston scientific crt-d. The explanted device was returned for laboratory analysis. This report will be updated when analysis is complete.